Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported an out of regulations (oor) error. No further complications were reported or anticipated. Additional information received reported that the oor found during interrogation. The contact point which was used had impedance >40000. A new program was created avoiding the broken contact point. The new program was noted to have been effective. No further complications were reported or anticipated